Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection, functional and pressure testing found no fault with the set that functioned as intended. The root cause of the reported leak was not identified

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.